Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stimulator was not working anymore and they thought the battery was dead. The caller reported that they have nerve damage in their back that is not device related and they got a heat sensation across the area of the implant for 20-30 seconds periodically for the past 1.5 months. It had happened 3-4 times and was not painful, but it was pretty warm. The caller does not know if this from the device or from their nerve damage. The caller noted that they didn't think the therapy was working anymore because they turned the therapy off for an ablation about 3 months ago and could not get it back on and had been trying to get it back on for about a month. They were going through pads like crazy. The caller will charge the externals and call back for troubleshooting. The caller reported that they cannot find a doctor who accepts their insurance. Patient services emailed physician listings.